Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdns0129 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdns0129) have been reported from the same facility in taiwan.

Event description:
It was reported needle leakage at the connecting pipe. No other information provided. It was reported 3 needles leaked. This report addresses the second of three devices.

Event description:
It was reported needle leakage at the connecting pipe. No other information provided. It was reported 3 needles leaked. This report addresses the second of three devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was unconfirmed since the problem could not be reproduced. Three 20 ga x 0.75 in safestep devices and three product labels with lot: asdns0129 were returned for investigation. The safety mechanisms were engaged over the needles. The white infusion caps were attached to the luer connectors. The samples were flushed with water through both connection hubs and no leaks were observed. The samples were pressurized and no leaks were observed. An iso complaint taper gauge was used on the luer connectors and all three samples were found to be within specification. Since no leaks were observed at the connection sites during functional testing of the returned samples, the complaint is unconfirmed. A lot history review (lhr) of asdns0129 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdns0129) have been reported from the same facility in taiwan.